Event description:
It was reported that the cartridge was leaking from the o-ring. The customer's blood glucose (bg) level was 87 mg/dl. Customer loaded a new cartridge to address the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.